Event description:
Additional information: the healthcare professional clarified that no bruising had occurred. The needle was "pulled out" and pressure was applied to the injection site. There were no complications.

Manufacturer narrative:
(B)(4), further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of bruising and bleeding are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these issues: all the syringes are inspected individually after filling and no problem was detected. There were no non conformities with the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device evaluation: visual analysis of the returned device noted no defect was observed. Device labeling for the reported events of bruising, hemorrhage, detachment of device component and expulsion: " warnings: patients who are using substances that can prolong bleeding (such as aspirin, nonsteroidal anti-inflammatory drugs, and warfarin) may, as with any injection, experience increased bruising or bleeding at injection sites. Precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Adverse events: clinical evaluation of juvéderm® ultra xc in the nasolabial folds (nlfs): the most common injection site responses for juvéderm® ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Clinical evaluation of juvéderm® ultra xc for lip augmentation: isrs that lasted beyond the 30-day diaries were considered adverse events. Adverse events were also reported by the treating investigator at follow-up visits. After initial treatment (or touch-up treatment if performed), a total of 168 treatment-related adverse events were reported in 29% of subjects (60/208). In general, aes were mild (77%, 130/168) or moderate (16%, 27/168), resolved without sequelae (93%, 156/168), and required no action (91%, 153/168). Aes typically resolved within 3 months. Treatment-related adverse events that occurred in > 1% of subjects were injection site mass 16% (33/208), induration 10% (21/208), discoloration 5% (10/208), pain 4% (9/208), bruising 3% (7/208), swelling 3% (7/208), erythema 2% (4/208), and reaction 2% (4/208). Similar aes were reported after repeat treatment. In the clinical study, 11 severe treatment-related adverse events occurred in 4 subjects. These adverse events include angioedema and injection site mass, pain, bruising, swelling, erythema, and hypertrophy. All of these events resolved without sequelae, and all except the angioedema required no action. One subject experienced angioedema in the upper lip following topical anesthetic application of 25% lidocaine/7% tetracaine and injection of juvéderm® ultra xc, which resolved following administration of oral antihistamine, hyaluronidase injection, and oral anti-inflammatory medication."

Event description:
Healthcare professional reported having a syringe of juvéderm® ultra xc where ¿the syringe exploded and splattered all over the patient¿s face.¿ it was further confirmed that the needle disengaged and spilled all over the patient's face. Healthcare professional also reported the patient has a possible bruise and was bleeding. The patient was not provided any treatment and is ¿okay.¿ the packaged needle was used for the injection.